Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "duracon knee had worn out the poly with loose screw." Pt was revised.